Event description:
During a review of data, it was determined that there was a gap in data due to the generator being completely depleted for a period of time. Due to this, the internal clock within the generator was interfered with. When the generator had completely depleted, the time keeping system within the generator also stopped. When the device was supplied external power in the pa lab, this timer had picked up where it had left off right before the generator had completely depleted. As a result, the timestamp dates within the decoder had been translated in time. When looking at the decoder it was determined that the generator internal clock was translated ~ 128 days into the future. The epoch time on the decoder is listed as 9/13/2019. This time should align with the date of fet, based on a review of the DHR for this generator. The date of fet was on (B)(6) 2019. Considering this date adjustment when referencing the 62;25% change in impedance, places the date from on (B)(6) 2019 (doi). As a result, it can be concluded that the high impedance is related to the implant procedure and was resolved on the same day. No malfunction had occurred with the device.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During product analysis testing, it was discovered that the patient had high impedance during the implanted lifetime of the generator. No other relevant information has been received to date.